Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that this event involved a patient (pt) with a three months history of admission to ICU with pneumonia, haematuria & pulmonary fibrosis. Successfully resuscitated twice after 2 electromechanical dissociation (emd) arrests due to sepsis. Pt was discharged to ward & then rehabilitation. The condition deterioration required admission to ICU with persistent hypotension. Arrowg+ard blue plus (abg+) catheter inserted, adrenaline, saline, d5w infused. After seven mins, pt complained of feeling itching all over, 60 seconds later red skin over body, then emd arrest; CPR/ intubation/ 5 doses of adrenaline & adrenaline IV. The central venous catheter (cvc) was removed. Pt had previously been admitted to another hospital ICU three weeks earlier. Emd arrest 10 mins after agb + cvc inserted in the right femoral. Info not passed onto pt, but family was made aware. ICU team unaware of this prior incident. The pt is still alive, but very sick due to other factors. Reference MDR #1036844-2010-00226 for the second event involving the same pt. Further questioning of family revealed that the pt had visited blood bank a few years before and had blood taken. Her arm had been prepped with chlorhexidine solution and her arm had become red and blistered in the area that had been prepped.